Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.